Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a hemostasis of varicose vein procedure performed on (B)(6) 2025, for the treatment of hemostasis. During the procedure, the device could not deploy the bands normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 2: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1: initial reporter address 2: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the teeth were damaged, and one band was overlapped. The slack was taken up and the handle had evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the teeth were damaged/bent. The marks on the ligator housing teeth imply that the device might have been used with too much force, or this could also be attributed to the way the physician was entering the device through the patient, which may have caused the teeth to become damaged or bent and also affecting the functionality of the handle when deploying the bands. Additionally, it was possible to observe that the bands were overlapped. This problem might have to do with the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. Also, depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly, also getting them overlapped. It is also possible that the band was trying to be released from the suture, and the damage on the teeth affected the band deployment. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a hemostasis of varicose vein procedure performed on (B)(6) 2025, for the treatment of hemostasis. During the procedure, the device could not deploy the bands normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.